Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing the adc freestyle libre sensor. It was further reported that upon removing the sensor after 1 day of wear and a "layer of skin came out with sensor". Customer had contact with a healthcare professional who prescribed an unspecified over-the-counter treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic skin reaction while wearing the adc freestyle libre sensor. It was further reported that upon removing the sensor after 1 day of wear and a "layer of skin came out with sensor". Customer had contact with a healthcare professional who prescribed an unspecified over-the-counter treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.